Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be submitted investigation summary: the device was received and evaluated. The active tip shows no anomalies. Saline residue was discovered in the suction tube, indicating the device was used. The complaint stated there was a coagulation issue and suction issue. Due to the suction issue no functional testing is possible, this device will be forwarded to the supplier for further evaluation. During functionality testing (activation of electrode), the generator did not show any error message ¿ no activation at the active tip of the device in either ablate or coagulation modes. Further investigation via electrical and functional testing confirmed the initial customer complaint; that the "handpiece did not ablate or coagulate¿. However, the initial complaint did also state that the device had ¿no suction¿, but on investigation, the device resulted in a measured flow within the device specification. Suction failure not confirmed. Further investigation resulted in finding that the device had no active continuity between the active tip and the active connection on the plug. The investigation has found that the root cause for this is a poor connection across the active crimp within the handle. The complaint failure mode confirmed during testing has been reviewed . The current risk severity category is classed as anticipated frequency of ¿probable¿ the failure severity is minor. A complaint records review by supplier over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. Further investigation into this failure is being conducted and is currently on-going. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional event information received on 9/28/2018. It was reported that the issue detected during the case. There was a resulting surgical delay of five minutes. There were alternatives readily available. The procedure was able to be completed with another like-device. There was no patient impact. The device involved was new. The reason for the delay was to attain another device. The delay was not resulted in adverse event. The delay was five minutes. Information received on 10/18/2018 stated the device was forwarded to on 10/17/18 for testing under tracking (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up investigation summary saline residue in the tubing, device used. No anomaly on active tip. Device will be sent to for evaluation. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure, it was observed that the customer's vapr s90 electrode 4mm with integrated handpiece did not ablate, coagulate, or have suction. The case was completed with another like-device with no patient harm, but a five minute delay to attain the new device. The sales rep was not present for the case and could not provide any additional information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.